Event description:
It was reported that the pt developed a sore on his scalp that wasn't healing. The surgeon observed that the edge of the implanted device was exposed through the skin. The surgeon plans to explant the pt's device.